Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 95% stenosed, 3.0mmx45mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and severely calcified right coronary artery. After a 6f non-bsc guide catheter and a 185cm pt2 ls guide wire were crossed the lesion, pre-dilation was performed with 3.0x20 emerge balloon catheter. After a 3.0x32mm synergy drug-eluting stent (des) was implanted, a 3.00 x 20mm synergy des was selected to overlapped the implanted stent. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.